Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the location of patient death was likely in the treating/enrolling hospital as discharge status was reported as ¿subject death.¿ there will be no autopsy records available as the "family signed a consent form refusing an autopsy." Ae related to the disease under study and ae related to an underlying condition or disease were listed as ¿possible¿ related. High-density imaging of the left frontal insula and basal ganglia head computerized tomography (CT) without contrast revealed contrast exudation with a little bleeding on (B)(6) 2023. The site assessed this event as possibly related to the procedure. Additionally, multiple sites of cerebral hemorrhage. High-density imaging in the left temporal lobe and lateral ventricle. Cerebral hemorrhage and ventriculohematoma were considered. The site assessed this as not related to the procedure or devices. The sponsor assessed this event as possibly related to the study procedure. Additionally postoperative mr findings showed bilateral subarachnoid hemorrhage with an onset date or (B)(6) 2023. The site assessed this event as not related to the study device or procedure. The sponsor assessed this as causally related to the procedure and possibly the devices. Additionally, postoperative mr showed that there were many new infarcts in the left frontal parietal temporo-occipital insula and basal ganglia with an onset date of (B)(6) 2023. The site assessed this event as not related to the study device or procedure. The sponsor assessed this event as possibly related to the procedure and device.

Event description:
Additional information was received reporting that on october 22, the patient was somnolent, unable to speak, and unable to follow normal commands. The nihss score was 19. On october 24, the patient was comatose with normal left limb movement. The nihss score was 18. Additional information was received reporting CT of the patient showed that the contrast agent was oozing blood. It is caused by physiological reperfusion of the ischemic core. According to the protocol, it was not an ae to be reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that on (B)(6) 2023, the lower extremity venous ultrasound showed the right calf intermuscular venous thrombosis. Bed order elevation of affected limb. Modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) 12. Onset date was listed as on (B)(6) 2023. This ae was not related to the disease under study or an underlying condition or disease. Ae did not result from a device deficiency. Rationale for relating ae to system or procedure was right side puncture may cause right side venous thrombosis. This ae did not result in congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life threatening. The site assessed this as possibly related to the procedure, not related to the study devices. Additional information was received reporting this patient's MRI reports were reviewed, and the location of this "new infarction" was the expected initial infarction. No ae were reported according to the protocol. Event onset date updated to 2023-10-22. Medtronic received a report that the patient had a baseline nihss of 12, and was given alteplase intravenous thrombolysis at 22:23 with ECG monitoring, during the pumping period, speech comprehension improved briefly, and then there was complete aphasia, drowsiness, and increased right limb weakness. Nihss was 19 points medication after interventional therapy. Nihss 17 on (B)(6) 2023. Nihss 18 on (B)(6) 2023. Medtronic received a report that on (B)(6) 2023, MRI showed ischemic infarction in the right cerebellum, nihss was 18 points, and the patient was in a state of coma with intermittent fever. On (B)(6) 2023. The patient's condition was worse than before, he could not open his eyes when called, and he could not wake up when stimulated. Mrs 0, nihss 12. Site assessed this event as not related to the study device or procedure. Sponsor assessed this as possibly related to the study procedure and devices utilized.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported subarachnoid hemorrhage (sah) was reported and site assessed as not related to procedure and devices utilized, possible related to disease under study and underlying condition or disease. The event was possibly related to underlying condition or disease. Sah is not related to study procedure or device. Not a serious adverse event and did not lead to hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that on 11-apr-2024 the cec adjudicated this event as non-serious, causal to the study procedure, and not related to the study devices utilized.

Event description:
Medtronic received information regarding a patient who had undergone a thrombectomy procedure on (B)(6) 2023 in which a react-71 aspiration catheter was used. Baseline mrs was 0, nihss was 12, and mtici was 0; mtici 3 was achieved in the procedure. There was no reported device malfunction or intra-operative issue. It was reported that the patient stopped breathing 1225 on (B)(6) 2023. Colamin and lobelin (respiratory stimulants) were immediately administered and rescue chest compressions were performed. However, no blood pressure could be detected. Intravenous (IV) injection of dopamine was administered with continuous pumping and tracheal intubation performed. Rescue attempts lasted about an hour. At 1329, the patient was noted to have bilateral dilated pupils with diameter of 6mm, no detectable vital signs, and electrocardiogram (ECG) was flatline, and the patient was declared clinically dead. Both site and sponsor assessment concluded the event was possibly related to the patient disease under study or an underlying condition but was not related to the procedure or the medtronic device. Medtronic received a report that the patient experienced subarachnoid hemorrhage (sah) which was identified on follow up brain CT imaging performed on (B)(6) 2023. There was presence of "neurological deterioration at 24 hours" from national institutes of health stroke scale (nihss) 12 at baseline to 19 at 24 hour post-procedure. It is unknown if an assessment for product/therapy/procedure relatedness was made by the investigator, sponsor, or cec. It was unknown if there was any impact to the patient or any additional medical intervention required to prevent permanent injury or impairment. The event resulted in patient death at day 6. Medtronic received a report that the patient experienced "hemorrhaging within the left infarct with mass effect and a subarachnoid hemorrhage and new acute right cerebellum infarction." This was identified during source document review of brain CT imaging performed on (B)(6) 2023. It is unknown if an assessment for product/therapy/procedure relatedness was made by the investigator, sponsor, or cec. It was unknown if there was any impact to the patient or any additional medical intervention required to prevent permanent injury or impairment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.